Event description:
During a follow-up, noise was observed on the right atrial (ra) lead during provocative movements. A revision procedure was performed and the ra lead was explanted and replaced to resolve the event. The patient is stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.